Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and percept problems. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen by a company representative for device evaluatin. Testing performed confirmed that the patient's device was no longer functioning.

Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and percept problems. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen by a company representative for device evaluatin. Testing performed confirmed that the patient's device was no longer functioning.